Event description:
The clinician reports the implant was inserted (B)(6) 2025 in ada 14. Details of surgery: primary stability not achieved. On (B)(6) 2025, loss of osseointegration was verified. Patient presented with bone type iii, fair oral hygiene and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: bleeding and fistula. No further patient complications were reported.